Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00032 on 28-jan-2025. Additional information (05-feb-2025): siemens reviewed the instrument data and determined that there were no sensor or hardware issues. Siemens reviewed the sample data, which indicated that an incomplete aspiration and subsequent improper integrated multisensor technology (imt) dilution resulted in low bias in sodium (na) and potassium (k) results. Siemens further evaluated the event and determined that a sample integrity issue, most likely fibrin in the sample being aspirated on the initial aspiration resulting in a lower sample volume potentially contributed to the falsely depressed na and k results. The investigation findings and investigation conclusions in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na and potassium (k) results were obtained on a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. The customer replaced standard a and standard b, primed integrated multisensor technology (imt) fluids, recalibrated imt, and ran qc. With siemens remote assistance, the customer reviewed message log and noted errors. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the imt, and no errors observed, performed a power flush on the imt, and ran auto check, which passed. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed sodium (na) and potassium (k) results were obtained on a patient sample on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The sample was reprocessed on an alternate atellica ch 930 analyzer. The repeat results matched patient's clinical history. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na and k results.